Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7987687. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7987687. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7717276.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. Surgical intervention may take place at a later date to address the issue.